Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. The stapler logs show the sureform 60 stapler instrument was installed on the system 7 times and fired 6 reloads (5 blue, followed by 1 white). On installs 1-3, and 5, all clamps were successful, and the firings were each completed with no pauses for compression. On install 4, the firing was completed with 1 pause for compression. On install 7, the first two clamp attempts were successful. The second clamp was completed but no unclamp was initiated per the logs. The system logs indicate that the emergency stop (e-stop) button was pressed by the user on surgeon side console (ssc) 1. The e-stop button was pressed 2 more times over the next 12 seconds. The grip release tool was detected on the instrument and the stapler was force expired by the system in response. The instrument was removed and not used in the procedure again. There were no additional stapler related errors in the system logs. A system log review did not reveal any system errors that would have caused or contributed to the reported event. .

Event description:
It was reported that during a da vinci assisted roux-en-y, the sureform 60 instrument had a firing failure. Midway through the fire, the stapler stopped and would not unclamp, even after the customer followed the on-screen prompts. The manual release knob (mrk) was used to open the jaws. During follow-up with the intuitive surgical, inc. (Isi) clinical sales associate (csa), it was stated that the instrument was inspected prior to use, and there was no damage noted. The stapling event involved a slight tissue push, but there were no malformed staples, unplanned tissue removal, or bleeding. No buttress material was used, and the surgeon did not experience clamping issues prior to firing. A backup stapler instrument was used, and the procedure was completed robotically.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information: during follow up with the surgeon, it was stated that the failure occurred while stapling the gastrojejunostomy and it is possible that a he encountered a metal clip or scarring from the transgastric band that was removed; which he stated was unusually fastened. There was a small hole in the staple line (incomplete at the end) when the stapler was removed, but the surgeon stated there was 25mm of complete anastomosis so he was able to use suture and repair/finish it. It is believed buttress material would have been used for this procedure (clarification from initial report) and there were no issues with the instrument prior to firing. The surgeon denied any bleeding and confirmed the procedure was completed robotically.